Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 352092. The device was disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that patient was having difficulty charging due to ipg shifted within the pocket site. It was also noted that patient experienced left hip pocket pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipgs were not returned as they were disposed by the facility.